Event description:
It was reported there was a fractured lead with the following symptoms: stim in incorrect location. The stim was too high and was not covering areas it was supposed to cover. There was no known accident or incident related to this issue. The patient started to notice stim in wrong location 2-3 years ago. They didn't think they had any x rays done but did meet with manufacturer's representative where diagnostics were performed on device. The representative did some type of reprogramming so the lead would not cause her any further improper stimulation. It was noted this also occurred about 2 or 3 years ago. The patient planned on having this lead fixed within this next year. The patient had been working with a physician. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7495-25 lot# (B)(4) implanted: 2000-(B)(6) explanted: product typ extension product ID 7435 lot# (B)(4) implanted: 2007-(B)(6) explanted: product typ programmer, patient product ID 3487a-33 lot# l74235 serial# implanted: 2000-(B)(6) explanted: product typ lead. (B)(4).